Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 4001 removed.

Manufacturer narrative:
Naadditional information was received and the g3 alert date of emdr-33584 was reported incorrectly as 03/30/2021 and should have been 03/29/2021.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via 8fr sheath after a a percutaneous coronary intervention procedure. Reportedly, the knot of the proglide device was advanced; however, hemostasis was not quite achieved, so a second attempt to tighten the knot with the suture trimmer was attempted; however a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.